Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with stripped battery cap coin slot (p). Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with broken reservoir tube lip and battery tube threads. Unit received with corroded battery tube. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that the device was not pressed up against anything. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.